Event description:
The customer reported having a blood glucose level in the 400's (mg/dl). When the pod was removed, it was noticed that the cannula was kinked. The pod was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.